Manufacturer narrative:
Patient information not available for reporting. This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Explant of this device was not reported. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a removal of vectra screw due to an adjacent level disease. It was further reported that during the procedure, the tip of the extraction screwdriver broke. The fragment was retrieved. The procedure was successfully completed with one (1) minute surgical delay. The patient was stable. This report addresses the revision due to adjacent level disease. The intraoperative issue with the extraction screwdriver is captured in (B)(4). This report is for an unknown plate. This is report 2 of 2 for (B)(4).